Event description:
It was reported that there was a confirmed 2nd overdischarge. When the spinal cord stimulator (scs) was off, the pain returned to the cervical area. A physician mode recharge (pmr) was performed successfully to reset the device. The patient was unable to stay in the clinic for the power on reset (por) to be cleared. She was instructed to fully charge at home and contact the manufacturing representative (rep) to schedule a reset appointment. They discussed the case with the doctor and would like to offer the patient a couple of options, such as replace the implantable neurostimulator (ins) in the same pocket, or move the pocket to a more accessible site for patient to charge consistently. An appointment visit at the office was going to be scheduled for (B)(6). No diagnostic testing or troubleshooting was performed, but would be in the future. The patient was alive with no injury at the time of this report. It was later reported that an appointment was scheduled for (B)(6). It was determined that the cause of the overdischarge was because the patient failed to charge it in the suggested time. At first she was ok without scs therapy, but after time she wanted to try once again and pain in the neck and extremities had returned. The por was cleared and therapy was ok. It was later reported that a replacement would be done. It was unclear what complaint was related to the replacement. Refer to report # 3004209178-2015-03755 as the replacement may actually be related to the pinching lead/high impedance reported in report # 3004209178-2015-03755, instead of the overdischarge and power on reset (por) that was reported in this event. The case was submitted to insurance for approval. There was no surgery date yet. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3887-45, lot# v046221, implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3487a-45 lot# v062136, implanted: 2007 (B)(6); product type lead product ID 3887-45, lot# v046221, implanted: 2007 (B)(6); product type lead product ID 3487a-45, lot# v062136, implanted: 2007 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).